Event description:
It was reported that during a procedure involving the catheter 2af283 arctic front adv ous 28mm, the safety system detected blood in the catheter handle, and a system notice was received. It was also suspected tat possible damage to the internal valve of the sheath occurred. Additionally, there was difficulty advancing the balloon through the sheath, and blood observed in the gas line. The injection was stopped and the vacuum disabled following the system notice. The coaxial umbilical cable and both the catheter and umbilical cable were immediately disconnected and replaced to continue the procedure, which was then completed successfully with the new components. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 203cx product type: cables and accessories product ID 4fc12 ; product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2af283 with lot number 24252 was returned and analyzed. Visual inspection of the balloon segment showed blood/fluid inside the balloon. Review of the smart chip data indicated the catheter was not used for applications. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). Pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. During inspection of the handle segment, blood/liquid was observed inside handle. In conclusion, the reported issue was confirmed during analysis. The balloon catheter failed the returned product inspection due to an outer balloon distal bond detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.